Manufacturer narrative:
Evaluated 1 open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into 5xx pump. Conclusion: reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of leaks on the reservoir. The customer's blood glucose reading was 12.3 mmol/l. The customer reported strong smell of insulin coming from the reservoir compartment of the pump. The customer stated that it is wet. The customer confirmed that she can see the o-ring inside the lip of the reservoir compartment. The customer stated that there is no fluid under the lcd screen and no cracks on the pump. The insulin pump passed displacement test. The reservoir was returned for analysis.